Manufacturer narrative:
There was no pt involvement. The manufacture date is unknown. Sorin group (B)(4) manufactures the stockert centrifugal pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). There was no report of pt involvement. A sorin group service representative was dispatched to the facility to evaluate the issue. Testing of the device isolated the failure to the scp drive unit. The service representative replaced a motor control board in the drive unit and subsequent functional testing found the issue to be resolved. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group received a report that the stockert centrifugal pump drive unit displayed an error message and would not function. There was no report of pt involvement.